Manufacturer narrative:
1688t (2) implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered inappropriate shocks due to right ventricular (rv) lead noise and a possible fracture. The pace/sense portion of the rv lead was capped. The rv lead remains in use. No further patient complications have been reported as a result of this event.